Manufacturer narrative:
Complaint conclusion: the coil was returned with multiple severe compression and buckling damage at the proximal section. It is important to note that at all the coil damage locations, there is a copious amount of dried contrast granules adhering to and on both sides of the compression and buckling damage, as well as on intermittent sections of the undamaged sections. The coil¿s socket ring was severely bent distally approximately 90 degrees against the proximal soldered section. The resheathing tool¿s v notch edge shows elevation above the surface plane. The locking mechanism has compression and stretching damage. It is important to note that the end user had no issues advancing the coil out of the introducer sheath, however the time frame that this occurred is unknown if it was prep or during the actual insertion attempt into the microcatheter. There are two possible contributing factors to the coils stiff resistance during the attempted advancement into the microcatheter. These contributing factors may have worked in tandem or separately with each capable of producing similar damage. The primary contributing factor may have been due to distal interference. The evidence suggests that the copious amount of contrast found adhering to the buckled sections may have produced significant resistance which led to the inability of the coil to be advanced into the microcatheter. In addition to the contrast, other sources of unidentified interference of a detached or fixed nature may have also played a role in the stiff resistance reported. If the contrast produced this interference and a continuous flush was interrupted, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. The diagram illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ in addition, without the identification or the return of the headway microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary, but equally contributing factor to the stiff interference during insertion into the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism can catch the inside of the v notch of the resheathing tool and become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath can also catch the v notches extended edges. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which may have bent the socket ring and caused the compression and buckling damage to the proximal section of the coil. In this condition advancing the coil would have been extremely difficult. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown diagrammatically¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint could not be confirmed without return of the microcatheter and the root cause could not be conclusively determined. However, based on the information provided, there were procedural/handling issues that may have contributed to the failure that are addressed in the IFU. Since there was no evidence of a design/manufacturing issue, no corrective actions will be taken.

Event description:
During the procedure to treat a basilar tip artery, the doctor attempted to deploy a deltapaq 3x10 coil (cdf10031030/c17116) through the headway microcatheter, but felt stiff resistance and was unable to push the coil into the hub of the microcatheter and product analysis revealed that the coil was returned with multiple severe compression and buckling damage at the proximal section. The introducer had been securely placed in the hub of the microcatheter prior to advancing the coil. The coil had exited the introducer, but could not advance through the hub. The doctor withdrew the coil and a non-codman coil of the same size was deployed well inside the aneurysm using the same microcatheter. A continuous flush had been maintained through the microcatheter. After the coil was removed, there had been no apparent damages such as stretching or pre-mature detachment observed. There had been no difficulty advancing the coil out of the introducer. There was no patient adverse event reported.